Manufacturer narrative:
One device was received. Per visual inspection, nicked and scratched front cover, enclosure has nicks in multiple places, bent microswitch, pole clamp has gouges in it, quick connect corroded, line cord faded and worn, water tank cover cracked, outdated printed circuit board (pcb) and power switch. The complaint was confirmed by visual inspection and turning device on. The pcb and light emitting diodes (leds) were damaged. The root cause was a damaged pcb. It was unknown what caused the damage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that during preventive maintenance (pm), they noticed the o-rings needed to be replaced and the light emitting diode (led) lights were not working properly. There was no patient involvement and no patient harm/adverse event reported.